Manufacturer narrative:
Block b3: exact date unknown, event occurred in batch: (B)(6) 2024.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). The patient had gained weight which contributed to the charging issue. Therefore, the patient underwent a revision procedure during which the existing ipg was relocated and lead extensions were implanted. There were no reported patient complications postoperatively. Nothing was explanted therefore, no devices will be returned.